Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections and the franklin lakes FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that an unspecified bd insyte¿ IV catheter is missing its push button. No patient impact reported. The following information was provided by the initial reporter, translated from portuguese to english: we made the purchase of insyth n° 22 and there were several complaints from the nursing team, where they allege that the insyth are not coming with the safety lock.